Event description:
It was reported that during the implant procedure, a sub selection inner catheter split in two and shredded while slitting. The catheter was noted to be difficult to remove. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.